Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the loop wire at the distal end of the hf resection electrode is broken off at both poles of the bipolar electrode. The broken off fragment has not been provided for investigation. There are distinct signs of wear at the distal end of the insulating tubes indicating intensive use. Therefore, the event/incident was attributed to use error due to excessive use/force. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation / investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation / investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic fibroma resection procedure, the loop wire at the distal end of the hf-resection electrode broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device, even if the procedure time was extended by 15-20 minutes. There was no report about an adverse event or patient injury.